Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5 pockets failed to open, required maintenance, and the device was not detected on the bus. The customer rebooted the station and recovered the storage space, but issue persisted. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the aux1 drawer 5 had a loose row board connector. A field service engineer (fse) reseated and securely reconnected the row board connector to resolve the issue. The system functioned as intended after the field service engineer repaired the device.